Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a signal artifact monitor (sam) episode. Days later, out of range pace impedance measurements were exhibited on this right atrial (ra) lead. Additionally, noise was observed on the atrial channel on the presenting electrogram (egm). No adverse patient effects were reported. At this time, this device system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a signal artifact monitor (sam) episode. Days later, out of range pace impedance measurements were exhibited on this right atrial (ra) lead. Additionally, noise was observed on the atrial channel on the presenting electrogram (egm). Further information was provided that this lead was surgically abandoned and replaced. Additional information was received that this lead was suspected to be fractured and high capture thresholds were also observed. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored a signal artifact monitor (sam) episode. Days later, out of range pace impedance measurements were exhibited on this right atrial (ra) lead. Additionally, noise was observed on the atrial channel on the presenting electrogram (egm). Further information was provided that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.